Event description:
It was reported that during an implant attempt, when the right ventricular (rv) lead was attached to the implantable cardioverter de fibrillator (ICD), out of the pocket, there was noise and inhibition. The lead was checked through the analyzer and there was no noise. There lead was reattached to the device and noise was seen again. A second device was used and noise occurred when the device was out of pocket but when the device was placed in the pocket the issue resolved. The second device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).